Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 343mg/dl, 87mg/dl and 77 mg/dl. The customer felt hypoglycemic (shaky) and ate food. She felt better within 15 minutes of treatment. No adverse event reported. New system sent to customer and return requested.